Event description:
General report received of an unspecified number of undocumented incidents of underdeliveries. The dial-a-flo extension sets were used for infusions of unspecified antibiotics or "unmedicated IV's." The customer contact stated that the infusions "run behind." No info was provided about infusion times. There were no reported adverse pt effects. No medical interventions were required.